Event description:
On (B)(6) 2012, fault reported by the customer "air syringe not detected during the injection". On (B)(6) 2012, covidien regional service engineer reports: just a little ball of air, no pt injury, but customer saw it on the c-arm monitor. Covidien was unable to obtain pt info.

Manufacturer narrative:
Covidien regional service engineer investigated fault reported by the customer of "air syringe not detected during the injection". The service engineer reports the detector connection was not good which would have caused the "air detection aid warning system (adaws) fault" during the initial checks of the enable sequence. The operator's manual, warns user that they still need to check the removal of air as the adaws system cannot detect small air bubbles. Service engineer reseated the connection and cleaned the detector and completed functional tests. No further problems were found. System returned to full service by customer.